Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2016. (B)(4).

Event description:
A facility representative reported a lens causing poor vision following an intraocular lens (iol) implant procedure. The lens was exchanged.